Manufacturer narrative:
Insulin pump alarmed button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the insulin pump. Insulin pump received with cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratches on display window.

Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was 55mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.